Event description:
In 2009, the patient reported that her blood glucose has measured "hi" on her blood glucose monitor several times since the fall of 2008 due to the infusion tubing becoming disconnected at the luer connection. Symptoms of elevated blood glucose are thirst and lethargy. She stated that she boluses through the infusion device or via syringe to lower her blood glucose. Her target blood glucose level is 70-150 mg/dl. She stated that she does not attach the infusion tubing and adapter to the insulin cartridge prior to insertion into the infusion device. She does not properly tighten the adapter. She stated that there is a fingernail width space between the adapter and the infusion device. She was educated on the proper procedure. She stated that she does not check the infusion tubing connection and she was advised to do so throughout the day as a precaution. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.